Manufacturer narrative:
Reasonable attempts were made by phone (5x) to the user facility to obtain patient information, treatment settings and patient photographs of the reported event, however; none was received. An examination of the subject device by a lumenis technical expert concluded after verifying all system functions including calibration, and energy measurements, the hs hand piece was mis-calibrating and outputting higher energy levels. The technical expert replaced the hs handpiece and received the same higher energy output results after calibration. Following the replacement of the system power meter, and re-calibration of the handpiece, the subject device was determined to have met manufacture specifications. Both the power meter and handpiece were returned to the manufacture for further investigation and analysis. No treatment settings or patient photographs were provided by the user facility; therefore, a clinical review of treatment settings cannot be performed. On 7/19/2017 a lumenis quality assurance engineer reviewed the reported event along with lab analysis of the returned parts concluding that the excess energy output was caused due to bad calibration. Citing such bad calibration may occur when the protective energy meter glass is either dirty or damaged. The returned power meter and handpiece from the user facility were tested in a lumenis service lab. Testing showed that after calibrating the system and pd levels, both handpiece and power meter are in good condition and within the requirements and specifications. No functional failure was observed. A review of the subject device labeling states: "warning - the internal energy meter window must be clean to ensure accurate calibration. An unclean window will result in higher than indicated fluence, which may cause epidermal damage."

Manufacturer narrative:
Reasonable attempts (3x) by phone were made to the user facility to obtain patient information, treatment settings and patient photographs of the reported event, however; none was received. An examination of the subject device by a lumenis technical expert concluded after verifying all system functions including calibration, and energy measurements, the hs hand piece was mis-calibrating and outputting higher energy levels. The technical expert replaced the hs handpiece and received the same higher energy output results after calibration. Following the replacement of the system power meter, and re-calibration of the handpiece, the subject device was determined to have met manufacture specifications. Both the power meter and handpiece are being returned to the manufacture for further investigation and analysis. No treatment settings or patient photographs were provided by the user facility; therefore, a clinical review of treatment settings cannot be performed. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a burn of unknown severity to the lower leg following hair removal treatment with a lumenis lightsheer duet laser. No report of medical intervention was received other than the initial report.